Event description:
Product analysis was completed on the returned generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device implant which may have been a contributing factor for the pulse disabled event. An interrogation (therapy enabled), a system diagnostic test, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. Other than the noted event (pulse disabled), there were no additional performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Corrected data: supplemental #01 report inadvertently did not include the uf/dist report #.

Event description:
The explanted generator was received but product analysis is still underway. Internal data from the generator was received and reviewed.

Event description:
During a battery replacement a new generator showed end of service battery status upon interrogating. Per surgeon, opened device, no cautery was used or introduced onto the field while new device open. The generator will be returned to undergo product analysis, but has not been received to date. Device history record was reviewed for the suspect generator. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.